Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm non-boston scientific balloon. The physician was unable to place the 2.50x24 mm taxus express2 through a previously placed stent. When the stent was removed a broken stent strut was found. The procedure was completed with a non-boston scientific stent. No pt complications were reported. Pt status reported as "stable."